Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is complete. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to a temporary malfunction on the electrical contacts possibly because of dust or foreign objects attached and therefore no image was resulted. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported to olympus the device was not showing an image and was pixelated during preparation for use before a diagnostic procedure. The intended procedure was completed using a similar device without any issues. No patient harm or injury was reported.